Event description:
It was reported that the device had device failed during a case. There was no harm, but a 30 minute delay occurred while patient was under anesthesia. Product evaluation investigation found that the rpms of the device was out of specification. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation is completed. This is an initial final report submission. Review of the most recent repair record determined the motor rpms were out of specification and the calibration was out at the 0 reading. The motor, eccentric shaft, plug harness, switch, width plate, bearings, and various other parts were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.